Event description:
Facility reported blood leaking from area on needle where it connects to bloodlines. Cracked or small hole in needle set. Ca coordinator contacted clinic and clarified on the defect details as cracked connector. The needles were connected to combo set flow series and happened immediately after connection.